Event description:
It was reported that the patient presented to the emergency department after receiving a shock. The device was interrogated revealing that the device delivered a shock due to right ventricular (rv) lead noise. A magnet was placed over the device to ensure no further shocks were delivered, and the patient was monitored and transferred to a facility for rv lead replacement. The patient was brought to the cath lab and upon removal of the rv lead, it was noted that previously suture had been stuck through the outer insulation of the chronic lead. A new rv lead was implanted without incident, and the patient was recovered and discharged the next day. No complications were observed during or after the procedure.